Event description:
Good morning! "On october 23 welch allyn (baxter) issued a customer letter announcing a temporally constrain on raw material availability for the welch allyn blood pressure cuffs production out of their manufacturing plant in tijuana, mexico"......a further statement states "this unplanned downtime will result in extended lead times, necessitating thoughtful conservation of supply, and implementation of a cleaning protocol to reuse bp cuffs as necessary. This impact carries into all types, reusable, disposable and eco, and all sizes of cuffs for unknown period of time." I am concerned because I work at the largest military hospital that the department of defense has in (B)(6). Guidance has been provided to staff as I baxter guidance is too vague that we can re-use the disposable blood pressure cuffs (flexiport) with multiple patients. It is my understanding that specifically the disposable cuffs can be used multiple times but with the same patient as long as it is not contaminated. So, if I have a patient in the hospital, disposable cuff can stay for duration of patient stay. Part of confusion comes also from the statement "the term "disposable" in reference to welch allyn blood pressure cuffs is a model designator only and not meant to imply single patient use" within their ifus. There is plenty of research that has documented the risk to patients due to mrs, e-coli, c-diff staying in surface for up-to 2 weeks. I have used a black light in dark room, and you can still see remnants of bacteria not visible to the naked eye after cleaning. I am writing to gain an understanding of "can the manufacturing company direct facilities to change use of medical product practice without getting approved by the FDA as the product is going to be used differently that it was approved during the approval clearance and risk to patient safety is so high? Thank you.